Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and device evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the distal end was scratched, the channel mount and mouthpiece of the control unit were damaged, the air/water and suction cylinders were damaged, the connector was broken, and the biopsy channel was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. The steps taken during reprocessing were not provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Correction to b3. This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: aug 10, 2023. Sampling from: all channels. Cfu: 5cfu (4cfu/100ml). Bacterial identification: gram positive bacteria. Sampling date: aug 10, 2023. Sampling from: distal end. Cfu: 15cfu (16cfu/100ml). Bacterial identification: staphylococcus coagulase negative. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.